Event description:
The patient presented with decreased visual acuity two weeks after cataract surgery with implantation of the crystalens. A fluorescein angiogram was performed and the pt was diagnosed with cme. The pt was treated with intraocular injection of kenalog. Prior to developing cme, the pt had undergone secondary surgical intervention to reposition the iol because the surgeon had inadvertently positioned the iol haptic outside of the capsular bag. A capsular tension ring was also placed in the bag in order to provide additional support for lens placement. The instructions for use for crystalens specifically state "the rate of cystoid macular edema may increase with sulcus-bag placement of the haptics." The reporting physician does not believe the event is lens related, however, this event is being reported based on unknown cause.

Manufacturer narrative:
H3: the device history records were reviewed and there were no discrepancies or unusual findings. The iol remains implanted in the pt and is therefore unavailable for evaluation.